Event description:
On (B)(6) 2025 my son's dexcom g7 wearable began displaying a blood glucose reading a low, indicating a dangerously low blood glucose below 40mg/dl. We used his one touch verio blood glucose meter to test his blood sugar via blood and received a reading of 499mg/dl. We retested and received another reading of 499 mg/dl via a new sample test strip. This is not the first dangerous inaccuracy we have received in the last 06-09 months. His hba1c has increased from 6.3%on (B)(6) 2024 to 6.8% on (B)(6) 2025, since transitioning to the g7."ketones developed".